Event description:
It was reported the patient's blood glucose level rose to above 400 mg/dl while wearing the pod less than an hours. When removed from the infusion site (arm), the pod's cannula was found to have a hole. It was also reported that the pod was leaking. It was also noted that the site had a blood blister and was bruised.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had damage. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.